Event description:
It was reported that high impedances (>10,000 ohms) were seen on the electrodes #8-15 of the lead component of the patient¿s implantable neurostimulator (ins). No further diagnostics or troubleshooting were performed at the time of report. There were no reported patient symptoms or complications associated with the event issue and it was noted they were getting good coverage with the other lead¿s electrodes (#0-7). There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the case had been cancelled for now. It would be rescheduled in (B)(6).

Manufacturer narrative:
Concomitant medical products:: product ID: 3778-60, serial# (B)(4) implanted: 2012-07-16 explanted: product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the lead revision would take place on (B)(6) 2015. The battery was also going to be replaced. Analysis was going to be requested. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review determined that the event should be both an adverse event and product problem.

Event description:
Additional information received reported the patient would be undergoing a lead revision as well as a battery replacement. The lead revision would wait until the health care provider (hcp) got authorization for the battery replacement so only one procedure would be required.